Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of the sheath leaked is confirmed. The returned teflon sheath was noted with a leak from the sheath seal during functional testing. During inspection, the sheath seal was noted to have an enlarged/damaged dilator opening. The root cause of the enlarged/damaged dilator opening of the sheath seal is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for this reported complaint. There are no new or revised risk. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported the valve sheath of the intra-aortic balloon (iab) is faulty which results in blood leaking from the valve. Therefore the iab was successfully replaced. Patient outcome reported as fine. There was no reported patient injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the valve sheath of the intra-aortic balloon (iab) is faulty which results in blood leaking from the valve. Therefore the iab was successfully replaced. Patient outcome reported as fine. There was no reported patient injury or consequence.